Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that the battery was not charging and was getting hot when being used and during charging. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was moved up. The physician believed that the device was malfunctioning. The patient was doing well postoperatively.